Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient's father reported his son's infusion set tubing broke on saturday morning after he had elevated blood glucose levels and ketones on friday night; not sure if this is related to a breakage or not. Father stated the infusion set had snapped and come away but the plastic clip that twists and connects to the cannula was still in place; unsure if it had been caught on something and come away. Father reported they changed the infusion set tubing and the cannula afterwards and everything is now working fine. Father did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.